Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While in surgery performing an anterolateral hip procedure after cup reaming I attempted to enter the next page which is the cup impaction page, using the drop down menu and nothing would happen. The cursor on the screen would move using the mouse but would not allow me to click on anything as if it were a frozen screen. Presenting me with an error message several times. I then did a soft reboot which did not resolve the issue, so I proceeded to do a hard reboot which fixed the issue. Then when entering the cup impaction page it would not allow us to capture the distance value saying it was 2mm larger than the cup selected in the remain page upon checking that it said 50 which is the size of the cup we were attempting to impact. Also, after several attempts it would not allow me to export the logs/files onto a usb. Giving me the same error message I initially received. Case type: tha; delay: 15-20 minutes. Update 6/29/2017 files are in s:/complaints/ormc 6-27-17; service was contacted but has not come out yet; procedure was not completed with the robot, due to not being able to get distance value for cup impaction we could not continue using the robot to get leg length.

Manufacturer narrative:
Reported event: an event regarding an application freeze involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Methods & results: device history review: a review of the DHR associated with rio 100 found that the pt review and quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding application freeze. There no other reported events for the listed catalog number. Conclusion: a field service engineer was sent to the site to investigate the following reported issue: application freeze. The following was noted in the attached gsp case ID# 149334 summary report: successfully reseated loose fiber optic connector in guidance module. Successfully replaced ss2u computer. Ss2u computer removed pn 210641 lot 21064179-3. Hard drive left with rn dana mills. System successfully passed all validation testing. Verified system is operating within mako tolerances and specifications. Attached all supporting documentation. System is ready for clinical use.

Event description:
While in surgery performing an anterolateral hip procedure after cup reaming I attempted to enter the next page which is the cup impaction page, using the drop down menu and nothing would happen. The cursor on the screen would move using the mouse but would not allow me to click on anything as if it were a frozen screen. Presenting me with an error message several times. I then did a soft reboot which did not resolve the issue, so I proceeded to do a hard reboot which fixed the issue. Then when entering the cup impaction page it would not allow us to capture the distance value saying it was 2mm larger than the cup selected in the remain page upon checking that it said 50 which is the size of the cup we were attempting to impact. Also, after several attempts it would not allow me to export the logs/files onto a usb. Giving me the same error message I initially received. Case type: tha; delay: 15-20 minutes. ***update 6/29/2017*** files are in s:/complaints/ormc 6-27-17; service was contacted but has not come out yet; procedure was not completed with the robot , due to not being able to get distance value for cup impaction we could not continue using the robot to get leg length.